Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical jelco® i.v. Catheter was difficult to insert as it did not go through the skin. It was reported that the tip of i.v. Opened up and was difficult to remove. There were no reported adverse effects.